Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx display "only has lines". There was no patient involvement.